Event description:
Customer reported a button error on his insulin pump. He said when entering his carbohydrates, the numbers scroll up automatically. The device would not receive his meter blood glucose readings. The device was dropped on the floor, but not any hard surface. The device will be replaced. Customer mentioned past hospitalizations. He said on (B)(6) 2014, he started having highs. He treated with his device, but his blood glucose stayed above 400 mg/dl. He got it down to 300 mg/dl, gave himself a sixty carbohydrate count and had soup, and his blood glucose went over 500 mg/dl. He went to the hospital on (B)(6) 2014 with a blood glucose of 468 mg/dl. He had diabetic ketoacidosis and experienced vomiting, excessive thirst, and lethargy. The cause was elevated protein in the heart, due to a heart procedure he underwent a few weeks earlier. Customer has an additional plastin intent. Customer's current blood glucose is 353 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit passed functional testing, including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. However, there was intermittent button response noted during testing due to moisture damage on keypad traces. No ramping numbers or scroll bar moving on its own noted. Unit received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.